Event description:
The customer mother reported that the customer had a low blood glucose but not hospitalized. The customer blood glucose level was unknown mg/dl. The patient was treated with food. The troubleshooting was performed. The customer was advised to discuss the medications that the patient is taking with his doctor. The patient was advised to speak with their healthcare provider regarding the low blood glucose. The customer was advised to monitor insulin pump and call back if issues persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.